Event description:
According to the reporter: the staple line was incomplete. The stapler worked on half of the line. Surgeon had to do a jejunostomy and a temporary colostomy to resolve the issue. No further details provided.